Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2011-02287, 1627487-2011-02288 and 1627487-2011-02290. The pt received his scs system which included two percutaneous leads and two extensions. It was reported the leads and one extension were explanted and replaced due to unacceptable impedances. The explanted leads and extension were discarded by the facility. As the model and/or lot number of the explanted extension was not provided, a report has been submitted for both of the patient's extensions. Follow up on the pt found stimulation has been restored. No pt complications were reported as a result of this event.